Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. The patient alleges to experiencing shortness of breath and headaches. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the unit has particles everywhere in the device. Also, particles in the tubing/chamber. Complaints also include burning/ smoke/ electrical odor, patient has shortness of breath, nasal/ throat irritation, or soreness an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown light brown (dust-like) contamination at inlet, there was light brown contamination in the blower box and white and brown (dust-like) contamination on the blower, black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust likecontamination and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report. Section h6 clinical code was missing to update in initial report and corrected in this report.